Manufacturer narrative:
The customer reported that the biohit pipette did not dispense the correct volume of liquid. No definitive root cause was determined. The customer accordingly discarded the samples so that no error in reporting would occur. Biohit product labeling instructs the customer to perform qc dependant on laboratory policy. Customer performed qc test, recognising its failure they then discontinued the use of the pipettor. No further complaints have been logged about this pipette since this reporting.

Event description:
The customer states that pipette was observed dispensing too much fluid during testing.